Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5187533, mw5187534, mw5187535, mw5187536, mw5187537, mw5187538, mw5187539, and mw5187540. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
A voluntary MDR/medwatch report was received on 05/12/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information received via maude on 06/24/2024, the patient reported transitioning from the dexcom g6 to the dexcom g7 system and receiving a three-month supply consisting of nine sensors. Of these, only one sensor was reported to function properly, while the remaining sensors were described as inaccurate or failed. During this period, the patient relied on cgm for management of type 1 diabetes. As a result of the reported inaccurate cgm readings, the patient developed diabetic ketoacidosis (dka) and required hospitalization for approximately one week. No specific cgm values or fingerstick blood glucose (fsbg) measurements were provided for this event. At the time, the patient was also using a tandem mobi insulin pump and was taking multivitamins, vitamin d, progesterone, and voquezna. Following hospitalization, the patient resumed use of the dexcom g6 system. The patient expressed concern regarding the discontinuation of the g6, noting that their insulin pump is compatible only with dexcom systems, and reported anxiety related to the reliability of cgm devices and the potential risks associated with inaccurate readings. At the time of reporting, no additional cgm or fsbg data were available. Due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.